Event description:
A report was received that the patient had charging issue. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had charging issue. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had charging issue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced as per physician¿s preference. The physician was hoping in capturing more painful areas for the patient and the ability to add lead to the new implanted ipg in the future. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.